Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that he was experiencing high blood glucose levels and he treated himself with insulin pump. The customer reported that the high blood glucose was 18.5 mmol/l. The customer also reported that he had a very high blood glucose episode last winter due to hyperglycemia. The customer reported that current blood glucose was 21.3 mmol/l. During the call, the customer reported that he was hospitalized on (B)(6) 2017 due to hyperglycemia and pneumonia. The customer reported that the blood glucose at the time of admission was 24 mmol/l. The cause of hospitalization per health care professional was pneumonia. The customer was wearing the insulin pump at the time of hospitalization. The customer reported that the outcome of the hospitalization was that he was treated and his blood glucose went down. The customer reported that the high blood glucose event began on (B)(6) 2018. Troubleshooting was performed related to the high blood glucose event occurred on (B)(6) 2018. The customer was advised to check for air bubbles in the reservoir and tubing. The customer reported that he noticed air bubbles in the end of reservoir connector and close to infusion site. The high pressure test was not performed on the insulin pump. The customer was assisted with removing the air bubbles while disconnected from the insulin pump. The customer was advised to recommended to change the reservoir every two days. Therefore, the root cause of the customer's blood glucose was that the customer must change infusion set and reservoir. Product is not expected to return.